Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a bent trocar. The cannula and obturator were bent, and the cannula was partially fractured at the bent. The wall thickness of the cannula and obturator were measured and met specifications. Based on the condition of the returned unit and similar previous incidents, it is likely that the reported event was caused by excessive force exerted on the unit during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. A bent trocar is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event is considered reportable due to fractured cannula that was observed during the evaluation of the returned unit.

Event description:
Procedure performed: vp shunt. Event description: trocar bent during initial insertion into patient. The bend occurred at approximately 75% down the shaft. Case was completed by removing the trocar. No patient injury occurred. Product is available for return. Additional information received on 16aug2022 via email from user facility: the obturator/cannula was only used for this instance. The mechanics of insertion is unknown. The surgeon uses the same method of insertion each time without this issue. This was not a robotic case. Intervention: case was completed by removing the trocar. Patient status: no patient injury occurred.